Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding explant date and availability of device return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unspecified, moderate pain and "fold" of implant.

Event description:
Healthcare professional reports right side capsular contracture baker grade unspecified, pain and ¿folds¿. Device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reports right side capsular contracture baker grade unspecified pain and ¿folds¿ and "peri-capsular fluid." Device remains implanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of capsular contracture, crease/folding of implant, seroma-late were reviewed on feb 23, 2021. The photographs received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.